Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The manufacturing date and use before date could not be located in the manufacturing database. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing, rv (right ventricular) oversensing, and the unexpected delivery of a ventricular tachyarrythmia therapy. One inappropriate shocks delivered on (B)(6) 2016 due to t-wave oversensing. R-wave amplitude is consistently below 3.5mv. T-wave oversensing identified in various episodes in the stored egms, leading to inappropriate shock in episode 159. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing (twos) on the right ventricular (rv) lead. There was also small r waves on both bipolar and integrated bipolar. It was noted the lead could not be placed due to helix not deploying satisfactorily. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.